Manufacturer narrative:
On (B)(6) 2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate plus profile, 250cc, catalog number 3502250, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with saline mentor smooth round moderate plus profile, 250cc breast implants and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination by the healthcare professional. As a result, the patient had undergone bilateral explantation and replacement on (B)(6) 2018.

Manufacturer narrative:
On 06/12/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were discovered. The complaint of rupture was not confirmed since no anomalies were found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/29/2018, it was reported to mentor that the device history record (DHR) of lot number 6604643 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/04/2018, it was reported to mentor that patient experienced pain in addition to deflation on the left saline mentor smooth round moderate plus profile, 250cc breast implant. The patient undergone replacement with breast implant of unknown type lot number 22379702 on the left breast implant and with breast implant of unknown type lot number 22664402. Healthcare professional¿s email address is (B)(6). Manufacturer¿s reference number: (B)(4).